Manufacturer narrative:
Additional information: d9, g3, h3, h6. Damages caused by customer. Outer tube damaged, needle outer tube dent(s) outer tube bent. Outer tube damaged, distal tip damaged. Severe shaver damage to distal tip keel missing fibers sunken in. Illumination distal tip fiber damaged. Particulate, optics particulate under distal lens particulate in system. Optical system, optical components distal cover glass/negative damaged. Cosmetic issue scratches/dents. See vendor evaluation.

Event description:
On 08/05/2025, it was reported by a facility representative via (B)(4) that an ar-3350-4070 scope tip broke off. This occurred during use in a case with no patient impact.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.